Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right atrial lead exhibited lead noise. On (B)(6) 2018, the lead was capped and replaced. During the procedure, an insulation break was noted. The physician noted that the lead was positioned between the ribs and was on top of a rib underneath the pacemaker. The patient was stable.